Event description:
Complainant alleged that during the incoming inspection of the device, the energy failed to advance to the next preselected energy level following simulated analysis and shock. In addition, the screen display went blank when the shock was delivered. The complainant indicated that there was no pt involvement in the reported malfunction.